Event description:
It was reported to philips that the device experienced a therapy test failure. There was no patient involvement.

Manufacturer narrative:
Provided device evaluation and coding information.

Event description:
It was reported to philips that the device experienced a therapy test failure. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device was returned the customer site. No further evaluation is required at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device experienced a therapy test failure. There was no patient involvement.